Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead (B)(6) 2004,

Event description:
It was reported that the right atrial (ra) lead impedance was gradually decreasing. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.